Event description:
It was reported by repair work order that the brakes could not hold due to worn brake cam and brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.